Event description:
It was reported that the customer had dangerous air bubbles in the reservoirs. Customer's blood glucose level was 160 mg/dl. Customer stated that the approximate size of air bubbles is champagne-sized. Customer changed the set last night and noticed the small air bubbles. Customer took the reservoir out of the pump and pushed the air bubbles out. Customer found that the piston was not touching the reservoir. Customer removed reservoir and rewound and primed the pump. Customer stated that the pump was not rewound with a reservoir in place customer was advised that the insulin should be stored at room temperature to prevent gassing out when it warms in the pump. Insulin was stored at room temperature. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).